Event description:
It was reported that the patient was noted to be in atrial fibrillation with rapid ventricular response. The patient received multiple shocks, but the episode remained in progress. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).